Manufacturer narrative:
An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter was issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers on december 8, 2017 to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Event description:
Field service repaired leaking cuvette washer tubing on the architect c16000 analyzer, serial (B)(4), which was discovered during a preventative maintenance visit. Several damaged cuvette segment holders were also observed. No cuvette washer related error codes were identified in the history log. On three cuvette segments, the outside edges were broken/separated. One segment had a chipped glass cuvette. The cuvettes were manually cleaned and broken cuvette segments were replaced. There was no reported impact to patient results or patient management.